Manufacturer narrative:
Product ID: neu_ens_stimulator, serial# unknown, product type: external neurostimulator.

Event description:
Additional information received reported that the trial that caused headaches was ¿at least¿ two years prior to (B)(6) 2014. The patient described how she had to hold something over the device that was on the outside of her skin, not under the skin and press a button to get medication. The patient was asked if it was a stimulation device and the patient was unable to provide any details. No interventions or outcome were reported regarding this event. Further follow-up is being conducted. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the trial patient¿s spine was pierced during implant and was in bed for eight or nine days with a headache. It was noted the patient had never had headaches before.

Event description:
Additional information received reported that the patient mentioned that she tried a spinal cord stimulator and had a problem with it. The patient stated she was in bed for four days with the "worst headache." Patient services asked the patient if this was a device from this manufacturer and the caller "did not think so." The patient stated this came on suddenly and the healthcare professional (hcp) told her to drink coffee and it helped. The patient stated that "after the 3rd day they said we will have to remove that." The patient mentioned she was (B)(6). The patient noted she had been in pain for five years with neuropathy. The patient stated "she must have gotten it from a surgery and thought they compressed a nerve." The patient stated that "n one can enter her body." The patient stated that she told the doctor she was hurting and a pelvic floor was recommended. The patient also mentioned that she "could not take meds and it was a huge problem." The patient stated "they" had "given her 28 different meds and she had broken out all over with." It was noted that "nothing seemed to be helping." It was later reported that the patient had an electrical stimulator implanted a "couple of years" prior to (B)(6) 2014. It was noted that "they punctured her spine at the implant surgery and she was in bed for three weeks with the worst headache she ever had in her life." The patient again mentioned she drank coffee and "finally it went away." The patient did not know what company manufactured the stimulator. The patient stated she had a remote to carry with it for the "patient to press" but she never had an opportunity to use it. The patient mentioned she went through 29 "meds." The patient mentioned that she had neuropathy. The patient noted she acquired neuropathy from a "bladder surgery which was a bad decision." The patient noted that she had a "sling" and the (B)(6) did another procedure to "loosen that up" and "that made the pain even worse." It was noted that the hcp was "trying to have patient being able to walk around the block." The patient was redirected to the hcp.